Manufacturer narrative:
Update data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, during the valve loading, a frame overlap past the third node was observed. During the valve implant, the valve was deployed once and a fold just past the third node was observed. A post implant balloon dilatation was performed as the valve appeared constrained. The patient had a very calcified annulus and left ventricular outflow tract (lvot). Per the physician, the patient's calcification contributed to the event.

Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-34 (lot: 0011834599); delivery catheter system (dcs) product ID: l-evolutfx-34 (lot: 0011957871); compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold was reported to the fourth node. The physician elected to deploy the valve, however required a post implant balloon dilatation. No adverse patient effects were reported.